Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found the instrument passed the manual articulation of inputs. The instrument underwent the visual inspection, no missing nor damaged teflon pad was detected. Failure analysis could not verify the customer reported event. Additionally, the instrument was found to have curved blade broken at the base. A piece approximately 10.0 mm x 2.1 mm was found to be broken off. The broken piece was returned with the instrument. Components adjacent to this broken blade do not show damage. The complaint regarding the white gasket head fell off was not confirmed by failure analysis. The probable root cause of the broken blade is attributed to use conditions. Blade damage may be detected by the generator with a solid tone or an error. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or hard metal objects (e.g., staples, clips, etc.) While the instrument is activated.

Event description:
It was reported that during da vinci-assisted surgical procedure, the teflon pad of harmonic ace instrument fell off. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the teflon pad of the instrument was not completely detached but was loosely attached, with no fragments falling into the patient. The instrument was inspected prior to use, and no damage was noted. The issue occurred during a dissecting task, and the surgeon attributed the problem to poor product quality. The duration of use before the issue arose is unknown, and no functionality issues were noticed during the procedure. There was no collision with other instruments, and no photographic or video evidence is available for review.